Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. It was reported that the patient was found unconscious in his garden. When the patient was found, it was determined that the infusion device wasn't working and was without power. The patient was transported to the hospital. Once arriving at the hospital it was determined that the patient had suffered a stroke and was diagnosed with diabetic ketoacidosis. The hospital treated the patient with an artificial respirator and insulin via perfusor. The blood glucose results obtained at the hospital were not provided. The patient was admitted into the intensive care unit. At the time of the report the patient had been in the intensive care unit for approximately 2 weeks, it is unknown when the patient will be discharged. The infusion device was requested to be returned for product evaluation.